Event description:
After, the radiofrequency ablation (rfa) and excision of varicose veins, the or technician reported that the sheath had been pulled out of the vein in 2 pieces. The pieces looked melted. I went and talked to the doctor and I told him that I was sending in the sheath and disposable because it looked like something malfunctioned. The doctor said that the patient was not burned and he ultrasound the vein and there was nothing left in the vein. The or technician verified that. He ultrasounded the vein after the sheath was removed. The machine, the disposable and sheath were picked up by biomed.